Event description:
The complainant reported an under-delivery. The intended delivery was 1440 ml in 24 hrs; however, the actual amount delivered was 1000 ml in that time frame.

Manufacturer narrative:
(B)(4). The device reported, list number 00083, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00084, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.